Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the lead was failed to extend the helix due to the lead body was twisted. The lead was not used and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.